Event description:
The facility's biomed reported an unknown channel on the pump overinfused during pt use. The pump was programmed to infuse a potassium replacement solution at 50ml/hr from a 100ml bag. The clinician noted that after approximately 1 hour the bag was empty. The pump's display was observed by the clinician and reportedly indicated that only 50ml had been delivered and 50ml still remained to be infused. The biomed reported that there was no adverse pt outcome and no medical intervention was reported.